Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Reported issue: on july 3, 2019, it was reported that during preventative maintenance by flextronics it was discovered that the cutter was contaminated and the handle was damaged. The transport roller and side plate screws required replacement. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. DHR review: the device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Medicrea/flextronics has not previously repaired/evaluated meshgraft ii serial number (B)(4) as documented in the repair reports in livelink. Device evaluations results/investigation findings: product review of the meshgraft ii by flextronics on july 3, 2019 revealed that the cutter was damaged. The calibration was out of specifications and produced an incomplete mesh. The roller was contaminated and the side plates moved due to damaged screws. Repair of the meshgraft ii was performed by flextronics on july 30, 2019 which included replacement of the roller, cutter, screws, and handle. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Probable cause/root cause: the root cause of the reported event could not be specifically determined with the information that was provided. During the product review by flextronics it was noted that the cutter was damaged. The calibration was out of specifications and produced an incomplete mesh. The roller was contaminated and the side plates moved due to damaged screws. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended per for any adverse trends that may warrant further action.

Event description:
It was reported that during maintenance the unit had contaminated cutter and transport roller was replaced. The damaged handle and the sideplate screws were replaced. No adverse events were reported as a result of this malfunction.